Event description:
The device started to shed within a few minutes into the case. Per sales rep. Most but not all of the shedding was removed from the patient.

Manufacturer narrative:
The return blades were examined for damage, and it was observed that the inner blade was bent. The blades experienced excessive lateral load during use, causing the blade assembly to bend and grind the inner and outer blades together. (B) (4)